Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated that "about 2 weeks ago I couldn't get the thing to work, the controller screen went white, and I couldn't get it to do anything so I called my local representative" and was told to reset controller which fixed blank screen issue. Pt said they made them aware of issue about 2 weeks ago. Pt said that on friday night they were either trying to charge controller with ac power, or was trying to charge ins via recharger (rtm), and then started showing a message saying to "replace controller battery pack". Pt said they couldn't remember if rtm was plugged in, or ac power was plugged in when this message was displayed. Pt said that they had noticed on wednesday that "it just didn't seem to be working right, it was taking a long time to recharge the implant". Pt said the paddle of the rtm was heating up, and says "it will just stop charging even when its not finished". Patient services (pss) believed original issue started 2 weeks ago, as an rtm problem could make controller screen turn off, plus pt said rtm was heating up. Pss had pt plug rtm in, and they reported it's charging with excellent quality. A few minutes later it went to poor quality.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 intellis recharger s/n (B)(6) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.